Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact ages unknown, not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial#: unknown/not provided catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; if explanted; give date: unknown/not provided. The shunt products are not returning for evaluation. There was no serial number reported for this device; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Hu, w.d., moster, m.r., zheng, c.x., sabherwal, n., pequignot, e., cvintal, v., ekici, e., waisbourd, m.: j glaucoma 2016; volume 25:e-340-345. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication specifically states that 61% of 17 eyes implanted with the baerveldt 250 "failed". However, the following complications do not specify if the eyes were implanted with the baerveldt or the other device used in the study. 9 eyes had new or progressive corneal decompensation, requiring secondary surgery; 3 eyes had tube exposure; 2 eyes had plate migration/malpositioning requiring secondary surgery; 4 eyes had diplopia, 1 eye had choroidal drainage; 1 eye had plate exposure requiring secondary surgery; 5 eyes developed hypotony with choroidal detachment; 5 eyes had flat anterior chambers; 3 eyes had hyphema; 2 eyes had tube occlusion; 1 eye had uveitis; 2 eyes had cystoid macular edema; 1 eye had chronic hypotony; 1 eye had a suprachoroidal hemorrhage; and 1 eye had a corneal ulcer.